Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: difficult to remove/dislodged stent. It was reported that the procedure involved two separated areas, the mid right coronary artery (rca) and the distal posterior descending artery (pda). A 2.5x18 mm promus stent was implanted in the distal pda without pre-dilatation and an attempt was made to place the 2.5x28 mm promus stent in the mid rca without predilatation however, it could not advance. When attempting to remove to dilate, the stent delivery system (sds) would not release and the stent dislodged in the proximal/ostial rca. There was an attempt to pull the stent back into the guiding catheter, when the sds was noticed to be stuck in the artery. When removing the sds and the guiding, they lost wire placement (bmw). After re-wiring and predilating, the dislodged stent was compressed up against the vessel wall using a 3.0x23 mm promus proximally and a 2.5x28 proximal/mid overlapping with the proximal stent, and followed up with a 2.5x8 mm promus. The pt is fine and tolerated the procedure well and was discharged the next day. No additional info is available.

Manufacturer narrative:
Stent dislodgement can be influenced by many factors...improper or inadequate crimping at the time of MFR, incorrect sheath sizing positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. The IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. The reported difficulties appear to be related to the operational context of the product and not a product quality deficiency.